Event description:
When trying to remove pelvic checkpoint the head broke off. Case type: tha. Surgical delay: = 15 minutes.

Manufacturer narrative:
When trying to remove pelvic checkpoint the head broke off. Case type: tha,surgical delay: = 15 minutes. Product evaluation and results: product inspection was not performed as product was not returned for inspection. Product history review: review of the device history records could not be conducted as the lot number provided is incorrect and it did not exist in the database. Complaint history review: complaint history review was not conducted as lot number provided was incorrect. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When trying to remove pelvic checkpoint the head broke off. Case type: tha. Surgical delay: = 15 minutes.